Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. The device was not implanted. Surgery was completed with a backup device.

Event description:
Healthcare professional reported "deflation observed during implant surgery" and "suspected needle injury". The device was not implanted. Surgery was completed with a backup device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of use error, received on may 20, 2020 with lot number 3350729. Visual analysis of the returned device identified: two openings curved on the radius, white particles on the shell, orange particles in the shell and missing on the suture tab (0-25%). Leak test and microscopic analysis was performed which identified: two openings striated on the radius, non-penetrating nick striated and broken and broken striated on the suture tab. Based on the device analysis the final assessment is: - two striated openings assessed as surgical damage consist in the use of some surgical tool. - missing on the suture tab due to inconclusive. - non-penetrating nick striated assessed as surgical tool scratch like. - a striated broken on the suture tab assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported "deflation observed during implant surgery" and "suspected needle injury". The device was not implanted. Surgery was completed with a backup device.